Event description:
Approximately 6 months post the index procedure the patient was hospitalized due to a gi bleed. A blood transfusion was carried out and the outcome is reported as continuing. Investigator has indicated the event was not related to the study device.

Event description:
During index procedure the patient had one resolute integrity drug-eluting stent deployed at lad which caused a dissection. Another resolute integrity drug-eluting stent was implanted as treatment of the dissection. Investigator indicated that the event was definitely related to the study device. Patient recovered. It is reported that approximately 11 days post index procedure, the patient had a gi bleed. Investigator has assessed that the event was possibly related to the device. It is reported that the patient is continuing with treatment.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (haemorrhage). Evaluation conclusions: inherent risk of procedure ¿ (haemorrhage). (B)(4).

Manufacturer narrative:
(B)(4).